Event description:
The jm102 indicates a value of 160uml for an ictemic 4th infant, the blood test performed at the same time indicates a value of 300uml consequently, the pathology requires a phototherapy for this infant who could have inadvertantly on the basis of the first result. There does not appear to be any impact on the condition of this infant as a result of delayed phototherapy.